Event description:
"20g arrowcath 0.46 springwire broke off inside pt's right radial artery leaving ~4mm of wire inside pt. (These wires are normally very strong and I was unable to break another when trying to test their strength). The wire that broke was barely stressed, and unraveled with very gentle traction as I attempted to remove it"- physician's impression.